Event description:
It was reported that during a routine checkup, the cs100 intra-aortic balloon pump (iabp) unit doppler is not sensing pulses. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the pcb of the doppler was defective. The customer has chosen not to repair the unit.

Event description:
N/a.